Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet for fewer than five days, including lows that were treated without fingerstick confirmation and preemptive intake of oral glucose before sleep based on prior experiences, which the device could not account for in its automated dosing. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user education on appropriate hypoglycemia management and the impact of pre-treating on automated insulin delivery. Investigation of this case revealed user-initiated carbohydrate intake without device awareness as a contributing factor to out-of-range glucose values, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.